Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes (evaluation codes) will be added to until the biosense webster system is also updated. Evaluation codes: methods codes: no testing methods performed. Results codes:no results available since no evaluation performed. Conclusion codes: device discarded by user, unable to follow-up. Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). C3 ez steer cs with auto ID catheter, model #: d-1263-07-s, lot #: unknown. Reported either a lasso navigational catheter or a pentaray navigational catheter was in use. Model #: unknown, lot #: unknown. Reprocessed soundstar catheter. (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the smartablate generator and suffered a esophageal fistula and a cerebrovascular accident which required medical intervention. An additional update was received providing that the patient expired. The patient's medical history was unknown. The patient had an atrial fibrillation procedure on (B)(6) 2015. During this procedure, a temperature probe was used and the temperature was set at 25 watts. There were no error messages observed on the biosense webster equipment during the procedure. The following weekend the patient was admitted to the hospital with fever, chest pain, stroke and with an esophageal fistula on the posterior wall. The esophageal fistula was confirmed by a CT scan followed by endoscopy. There were medical interventions provided however the extent was unknown. The patient did require extended hospitalization. On (B)(6) 2015 an update was provided that the patient expired. This death event is being reported under both the smart touch bidirectional catheter and the smartablate generator .

Manufacturer narrative:
Additional information received on (B)(6) 2015 stating that it is thought that the date of death was (B)(6) 2015. (B)(4).